Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed crystal, designator y1, on the single board computer of the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device intermittently will not fully power on or power off. When this occurs the device's display will be blank. There was patient use associated with this event as the customer was attempting to monitor the patient; however, the customer reported that there were no adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no further patient information is available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently will not fully power on or power off. When this occurs the device's display will be blank. There was patient use associated with this event as the customer was attempting to monitor the patient; however, the customer reported that there were no adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no further patient information is available.